Event description:
It was reported that two 450cc mentor memorygel breast implant being used in a breast surgery were found to be covered in a strange film prior to the operation. No adverse event was experienced by the patient. The surgeon used betadine to clean and implant one of the devices, which is considered use error of the product. There were no reported patient consequences or procedural delays. This report is for the first of two devices.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).